Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a contact detach infusion set, and was guided to replace the short tubing, perform fill tubing and fill cannula, and resume insulin delivery; subsequent glucose trended down, followed by a low glucose event treated with oral fast-acting carbohydrates and a meal. Symptoms included hyperglycemia and hypoglycemia without reported neuroglycopenic or adrenergic symptoms during the low. Outcomes included transient impaired glycemic control with return to range, no emergency care, and no hospitalization. Investigation included customer support troubleshooting, education on treatment of lows, and a follow-up to assess stabilization. Investigation of this case revealed no confirmed device malfunction and an unclear cause, with potential contribution from infusion site or set performance not verified due to lack of lot information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.